Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Citation: journal of pediatric surgery (2009); 44:2048¿2053. Doi:10.1016/j.jpedsurg.2009.06.008. (B)(4).

Event description:
It was reported via journal article "title: bipolar scissors circumcision is a safe, fast, and bloodless procedure in children" authors: roberto mendez-gallart, elina estevez, adolfo bautista, pablo rodriguez, pedro taboada, azucena l. Armas, jose m. Pradillos, ramiro varela citation: journal of pediatric surgery (2009); 44:2048¿2053. Doi:10.1016/j.jpedsurg.2009.06.008. This study was designed and developed to evaluate the benefits of the use of bipolar diathermy scissors vs the standard scalpel procedure for circumcision in children. This prospective, randomized study involves a total of 230 male pediatric patients (mean age: 6.2 years; age range: 3-16 years) who were recruited between june 2005 and june 2008. Patients were randomized to either the bipolar scissors circumcision group (n-115) or the standard scalpel procedure group (n-115) using block randomization. Standard procedure was performed as usual freehand fashion with scalpel and monopolar electrocautery or suture ligation for hemostasis if necessary. Bipolar scissors circumcision was performed using powerstar bipolar scissors bp100 (ethicon) to remove the foreskin, mucosa, and frenulotomy. Bipolar scissors are a modified metzembaum scissors with 2 blades insulated by a ceramic coat. Bipolar scissors were only used for 30 surgeries before being discarded because of ceramic coat malfunction. Closure of the wound was realized in both procedures using vicryl rapid 5/0 or 4/0 (ethicon) depending on the size and age of the patient. Reported complications in the bipolar scissors circumcision group included ceramic coat malfunction (n-?), immediate postoperative pain (n-?), postoperative edema/swelling or erythema (n-22) in which 11 patients required pediatric visit and all these patients required topic betamethasone ointment therapy for 5 weeks more, heavy scarring (n-2) in whom the scar was stretching, reoperation was needed, stricture of the urethral orifice owing to balanitis xerotica obliterans (n-1) requiring steroid therapy and meatotomy, supurative infection (n-2) that was treated by family doctor with oral antibiotics reported complications in the standard scalpel procedure group included bleeding (n-3) in which these patients were settled with conservative compressive management, and none required a second anesthetic procedure to control the hemorrhage and one of these boys required readmission to hospital the day after surgery, immediate postoperative pain (n-?), postoperative edema/swelling or erythema (n-10) in which patients required pediatric visit and all these patients required topic betamethasone ointment therapy for 5 weeks more, stricture of the urethral orifice owing to balanitis xerotica obliterans (n-1) requiring steroid therapy and meatotomy, supurative infection (n-1) that was treated by family doctor with oral antibiotics during follow up, the remaining 30 boys with significant edema had good improvement and successful outcome. In conclusion, bipolar scissors circumcision approach is an effective and safe procedure alternative to the standard scalpel technique in pediatric circumcision with no significant morbidity.